Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients is male/59 years of age. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: pachulski r, cockrell j, solomon h, yang f, rogers j (2013) implant evaluation of an insertable cardiac monitor outside the electrophysiology lab setting. Plos one 8(8): e71544. Doi:10.1371/journal.pone.0071544. (B)(4).

Event description:
A journal article was reviewed that contained information regarding implantable loop recorders (ilrs). The article reports that patients had their ilrs explanted due to ¿site infection.¿ there were also reports of pain, erythema, scalp rash, tape/dressing allergy, and ¿superficial infections.¿ all resolved without surgical intervention. No patient complications have been reported as a result of this event.